Manufacturer narrative:
(B)(4). The preliminary investigation of the reported sample indicates "swg kinked in use".

Event description:
The customer reports the swg (spring wire guide) failed to be inserted successfully during puncture.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-24706-e cvc set kit. The kit was returned with returned with a significant amount of biological material in the form of dried blood. The spring-wire guide (swg) will be used for this investigation. Visual and microscopic examination of the swg revealed evidence of use in the form of dried blood. The guidewire body was curved with multiple kinks, the distal j-bend tip was deformed, and the distal end was bent in a l shape. Both the distal and proximal welds were intact, full, and spherical. The guidewire was bent in an l shape approximately 35 mm from the distal weld. Significant kinks in swg were located approximately 28 mm and 210 mm from the proximal weld. The length and outer diameter of the swg were measured and were found to be within specification. The swg was able to be advanced through the returned introducer needle, arrow raulerson syringe (ars), and catheter with resistance met as the kinked areas passed. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was kinked was confirmed through examination of the returned sample. The guidewire body was curved with multiple kinks, the distal j-bend tip was deformed, and the distal end was bent. The swg was able to advance through the returned introducer needle, ars, and catheter with resistance met as the kinked areas passed. A review of the device history records did not reveal any manufacturing related issues. Based on the functional testing and the condition of the sample, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports the swg (spring wire guide) failed to be inserted successfully during puncture.